Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient was unstable and in cardiogenic shock. The target lesion was located in the calcified and non tortuous obtuse marginal branch. A 2.25x16mm promus premier drug-eluting stent was advanced to treat the target lesion. The stent had what they thought was a piece of calcium and appeared frayed out. The device was removed and exchanged for another 2.25x16mm promus premier drug-eluting stent; however, it failed to cross the lesion. The physician attempted to advanced a 2.25x12mm promus premier drug-eluting stent, but still failed to cross the lesion. A 2.25x8mm promus premier drug-eluting stent was also unable to cross the lesion. A balloon catheter was advanced and also failed to cross the lesion. The physician then elected to try and stabilize the patient. The patient was sent to the coronary care unit (ccu); however, the patient expired in the ccu. The patient's death 'had nothing to do with the bsc devices." The cause of death is unknown.